Event description:
Oversensing of noise signals and several aborted therapies were reported. The lead was capped and only a portion of the lead was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.